Manufacturer narrative:
Evaluation results: a cadd cassette reservoir was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches, and under normal conditions of illumination. No abnormalities/discrepancies were observed. The cassette was connected to a cadd legacy pump for accuracy testing. The cassette was fully priming and connected without difficulty to the pump. The pump ran the program successfully. No alarms were activated. The customer reported product problem was not reproduced during testing. No fault was found with the returned product.

Event description:
It was reported the device was in use with patient for infusion. The reporter stated the displayed remaining infusion volume on the pump did not match the actual remaining volume of medication. No adverse effects to patient reported.